Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). [Conclusion]: the event was reported via the excellent study; the 58-year-old male patient with a history of hypertension presented with a witnessed stroke on (B)(6) 2022with an mtici score of 0, nihss score of 9, and a modified rankin scale (mrs) score of 0. The suspected origin of embolism was aortic atherosclerosis. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The patient underwent a mechanical thrombectomy procedure using a 5mm x 37mm embotrap iii revascularization device (et307537 / 20f112av) on (B)(6) 2022. The first pass was made with the embotrap iii targeted the right m2 segment of the middle cerebral artery (mca) resulted in an mtici score of 1 with no clot retrieval. The second pass made with the embotrap iii at the right m2 segment of the mca resulted in an mtici score of 1 with no clot retrieval. The third and final pass was made at the right m2 resulted in an mtici score of 2b with clot retrieval on the stent retriever. All passes were made via the headway® 21 microcatheter (microvention) and a sofia¿ 5f intermediate catheter (microvention). The patient experienced a subarachnoid hemorrhage (sah) on (B)(6) 2022, which was treated via endovascular coil embolization. The principal investigator (pi) assessed this event as moderate in severity, not serious, possibly related to the device and with a causal relationship to the procedure. The event was resolved on the same day and the patient recovered without sequelae. The 24-hour post-procedure nihss score was 6. The patient was discharged from the hospital on (B)(6) 2022 to visceral surgery department in house. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (20f112av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Hemorrhage is a well-known extensively documented potential complication associated with the embotrap device and is listed in the instructions for use (IFU) as such. Per the pi¿s assessment, the device performed as intended, however, there are patient and procedural factors that may have contributed with no indication of a device malfunction or quality issue. Moreover, the pi assessed this event as possibly related to the device and with a causal relationship to the procedure. Given that the patient necessitated endovascular intervention - temporary coiling and that the adverse event occurred on the same day as the procedure, the relationship of the embotrap iii to the reported event cannot be excluded. Therefore, this event meets MDR reporting criteria as a ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the excellent study; the 58-year-old male patient with a history of hypertension presented with a witnessed stroke on (B)(6) 2022 with an mtici score of 0, nihss score of 9, and a modified rankin scale (mrs) score of 0. The suspected origin of embolism was aortic atherosclerosis. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The patient underwent a mechanical thrombectomy procedure using a 5mm x 37mm embotrap iii revascularization device (et307537 / 20f112av) on (B)(6) 2022. The first pass was made with the embotrap iii targeted the right m2 segment of the middle cerebral artery (mca) resulted in an mtici score of 1 with no clot retrieval. The second pass made with the embotrap iii at the right m2 segment of the mca resulted in an mtici score of 1 with no clot retrieval. The third and final pass was made at the right m2 resulted in an mtici score of 2b with clot retrieval on the stent retriever. All passes were made via the headway® 21 microcatheter (microvention) and a sofia¿ 5f intermediate catheter (microvention). The patient experienced a subarachnoid hemorrhage (sah) on (B)(6) 2022, which was treated via endovascular coil embolization. The principal investigator (pi) assessed this event as moderate in severity, not serious, possibly related to the device and with a causal relationship to the procedure. The event was resolved on the same day and the patient recovered without sequelae. The 24-hour post-procedure nihss score was 6. The patient was discharged from the hospital on 27-sep-2022 to visceral surgery department in house.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 18-dec-2022. [Additional information]: on 18-dec-2022, responses to additional information was received. The information indicated that the subarachnoid haemorrhage (sah) occurred intra-procedure; it was the reason for the temporary coiling. It was indicated that there were no clinical sequelae and the sah did not prolong the patient¿s hospital stay. The information also confirmed that the procedure was easy and straight forward. The sah during mechanical thrombectomy is considered as an epiphenomenon. Active bleeding though rarely observed. In this case, there was a very subtle bleeding visualized, and the temporary coiling was done for safety reasons only. Hemorrhage is a well-known extensively documented potential complication associated with the embotrap device and is listed in the instructions for use (IFU) as such. Per the pi¿s assessment, the device performed as intended, however, there are patient and procedural factors that may have contributed with no indication of a device malfunction or quality issue. Moreover, the pi assessed this event as possibly related to the device and with a causal relationship to the procedure. Given that the patient necessitated endovascular intervention - temporary coiling and that the adverse event occurred on the same day as the procedure, the relationship of the embotrap iii to the reported event cannot be excluded. Therefore, this event meets MDR reporting criteria as a ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.